Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that for the foot actuator the housing broke where it attaches to the lift and the customer is insisting that this is a manufacturing defect because of the age of the lift.

Manufacturer narrative:
The device was returned and it was found that the actuator clevis pin was broken.

Event description:
Customer states that for the foot actuator the housing broke where it attaches to the lift and the customer is insisting that this is a manufacturing defect because of the age of the lift.